Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three days following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to complete heart block (chb). No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon review of this event it was noted that the left bundle branch block (lbbb) and the complete heart block (chb) occurred one day following the implant of the valve. The permanent pacemaker had been implanted four days post implant of the valve, not three as had been reported in the previous medwatch. If information is provided in the future, a supplemental report will be issued.